Manufacturer narrative:
This report is submitted on may 19, 2020.

Event description:
Per the clinic, the abutment was changed under a general anesthetic on (B)(6) 2020. The reason for the abutment change was unspecified.